Event description:
It was reported that there was an issue with ek080p - sealing unit for 5mm trocars. According to the complaint description, a patient underwent robotic radical prostatectomy and a small part of cross slit valve (ca. 0.2 x 0.4 cm) was found to be missing. According to manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: ek080p/ 9610612-2025-00015 (aesculap ag reference no. (B)(4) ). Ek080p/ 9610612-2025-00016 (aesculap ag reference no. (B)(4) .

Manufacturer narrative:
The investigation results: the complained product was provided, and, therefore, was available for investigation. A visual inspection of the product shows that the sealing lip is fractured. The analysis of the fracture pattern illustrated a force. No pores, inclusions or foreign bodies could be found on the point of rupture. A further crack can be found at the end of a sealing flap. Furthermore, a damage can be found at the universal converter. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to manufacturer´s specifications, valid at the time of production. Conclusion/ preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Note: to avoid damages to the product, the instructions for use (IFU)(ufu9 should be considered excerpt of IFU (ta012921 2020-07 v6 change no. 61676): risk of injury and/or malfunction! Prior to each use, inspect the product for loose, bent, broken, cracked, worn, or fractured components. Always carry out a function test prior to each use of the product. To prevent damage to the sealing element, apply appropriate care when inserting any instruments. If possible, insert instruments in their closed position, straight and central through the sealing element. Based upon the investigation results, a CAPA is not required.